Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x32mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were lifted. The device was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a kink in the shaft 4mm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 2.50x32mm synergy drug-eluting stent was advanced to treat the lesion. However, it was noticed that the stent struts were lifted. The device was withdrawn and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.